Event description:
On 06/04/1998, the MFR rec'd a letter from the facility's safety officer that states the following: this letter is prepared to report a failure of one of the MFR's products during a recent procedure at this facility. After the physician inserted the central line, the device guidewire did not function properly. The guidewire was removed and immediately replaced with another, which performed properly and allowed the procedure to proceed without incident. The device guidewire was identified as catalog#lps7523, lot#8c2022 (not one of this MFR's lot numbers for this product line) and is being retained pending the MFR's response. No further details were provided at this time.